Manufacturer narrative:
(B)(4). Product returned on (B)(6) 2015 is currently evaluated by qc. Most likely underlying root cause: user had poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from truetrack meter to physician meter. Back to back blood test performed by customer fasting on (B)(6) 2015 09:00am produced test results of 139 mg/dl using truetrack meter and 112 mg/dl using physician meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 40 mg/dl and 98 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/18/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for test results performed: 1:112mg/dl (B)(6) 2015 11:41pm fasting:yes. 2:137mg/dl (B)(6) 2015 12:09pm fasting:yes. 3:151mg/dl (B)(6) 2015 12:05pm fasting:no. 4:110mg/dl (B)(6) 2015 02:11pm fasting:no. 5:124mg/dl (B)(6) 2015 04:22pm fasting:yes.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results. Additional evaluation codes added.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from truetrack meter to physician meter. Back to back blood test performed by customer fasting on (B)(6) 2015 09:00am produced test results of 139 mg/dl using truetrack meter and 112 mg/dl using physician meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 40 mg/dl and 98 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/18/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for test results performed: (B)(6).